Event description:
During an in-clinic follow-up, the device was found to be in back-up vvi (bvvi) due to non-maskable interrupt (nmi). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.